Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported rupture and capsular contracture baker grade 4. Device has been explanted. This record pertains to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Physician reported rupture and capsular contracture baker grade 4. Device has been explanted. This record pertains to the right side.